Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and device breakage ('essure coils" are two fragments of partially coiled silver metallic wire') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo-provera from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included pneumonia since (B)(6) 2018, vaginal bleeding, depression and irregular periods. Concomitant products included ethinylestradiol;norgestimate (sprintec) from 2007 to 2015 for contraception as well as citalopram since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), furuncle ("rashes or skin conditions type: boils/boils on inner thighs and arms") and alopecia ("hair loss"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (laparoscopy with removal of both tubes and essure coils, endometrial biopsy and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, vaginal haemorrhage, device breakage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, urinary tract infection, furuncle, alopecia and depression outcome was unknown. The reporter considered abdominal pain, alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, furuncle, heavy menstrual bleeding, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 (as per summons) and (B)(6) 2015 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: result: total bilateral occlusion bilateral fallopian tube occlusion by essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and device breakage ('essure coils" are two fragments of partially coiled silver metallic wire') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo-provera from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included pneumonia since (B)(6) 2018, vaginal bleeding, depression and irregular periods. Concomitant products included ethinylestradiol; norgestimate (sprintec) from 2007 to 2015 for contraception as well as citalopram since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), furuncle ("rashes or skin conditions type: boils/boils on inner thighs and arms") and alopecia ("hair loss"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (laparoscopy with removal of both tubes and essure coils, endometrial biopsy and endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, vaginal haemorrhage, device breakage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, urinary tract infection, furuncle, alopecia and depression outcome was unknown. The reporter considered abdominal pain, alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, furuncle, heavy menstrual bleeding, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 (as per summons) and (B)(6) 2015 (as per pfs). The plaintiff stated that she is currently not planning essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: result: total bilateral occlusion. Bilateral fallopian tube occlusion by essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received. Case became serious incident, event device breakage added, removal details updated. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.